Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no missing segments/partial display anomaly noted during test. Motor passed motor test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level unknown. Customer stated that the screen was hard to read the screen because it was so scratched up. The insulin pump will be returned for analysis.